Manufacturer narrative:
An event regarding devices that were not implanted during surgery for an unspecified reason involving a triathlon baseplate was reported. The event was not confirmed. Visual inspection of the returned device appears unremarkable with no indication that the device was attempted to be implanted. No packaging was returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. It would appear that this event was reported when it was noted that in billing sheet there was an extra femoral component and baseplate billed for the surgery. The reason for this extra billing of devices is not specified. The exact cause of why reported devices were not implanted during surgery could not be determined with the limited information provided. Further information is needed, therefore no further investigation for this event is possible at this time.

Event description:
It was reported that there was an unknown issue with implants. The case was a bilateral.

Manufacturer narrative:
The other device listed in the report is a triathlon cr fem component #2, catalog number 5510-f-202, lot code s6mcr. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was an unknown issue with implants. The case was a bilateral.